Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion, components), h11 the fse confirmed the failure and replaced the pim and the device was qualified for clinical usage. The following investigation was performed failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received pim with a reported unit failure of the autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Event description:
It was reported that during pm cardiosave intra aortic balloon pump(iabp) had a autofill failure. There was no patient involved.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.